Event description:
I had lasik surgery about 3 months ago, and my left eye goes blurry all the time. Both my eyes go completely dry, to where the doctor suggested to put eye drops in every 15 minutes. It is still not working. My eyes give me huge migraines now after the surgery, when I wake up from sleeping and try opening my eyes, they are so dry that I have to force my eyes open with my hands. Manufacturer name: the lasik vision institute.